Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer also reported a battery out limit alarm occurring while replacing the battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 143 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pm was received with blank display due to faulty capacitor on the interface board. Unable to perform self test and displacement test or verify battery out limit and low battery alert due to blank display. The insulin pump has scratched reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.